Event description:
A dialysis facility reported that there was excessive fluid removal from a patient during a hemodialysis treatment. The pt was hypotensive at the end of treatment and was given a total of 1 liter of saline. Based on the reported weights and goal set, there was a weight loss variance of approximately 2.7kg. There was no serious injury or illness.